Manufacturer narrative:
We have reopened this complaint because we have received the products for investigation, a fragment of root canal file, identified as being a piece belonging to a vdw.rotate instrument was returned in loose. However, the original length of this file and so its exact size and taper cannot be formally confirmed. We can see that the fragment is broken at the two extremities. First breakage occurred at the tip (torque), second breakage occurred at the base of the active part (fatigue). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. For information, we draw customer's attention to the fact that the involved file is broken in two places. This lets suppose that the customer has used a file which was already broken before that the second breakage occurs. Root causes are not identified. We will track this kind of event and monitor the trend. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
No product and no lot received therefore no investigation possible. 2 unsuccessful request have been made for product return. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Device received for this event is being corrected from unk vdw catalog # unknown to vdw.rotate 25.06 4-files 31mm catalog # mstvrot431625. This is a follow up report for this corrected information.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. This event will be reevaluated, as appropriate, if additional information becomes available. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a unk vdw file broke during use. The outcome of this event is unknown as of this MDR.